Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts are being made to get the sample from the customer. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: during an infusion of IV fluids the catheter broke off in the patient's arm. Unknown if foreign body was retained in the patient.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported product line. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: during an infusion of IV fluids the catheter broke off in the patient's arm. The patient had to be taken to surgery to have the catheter removed.